Event description:
Manufacturer received a call on (B)(6) 2012 reporting that they had a vns patient seen in clinic due to an increase in seizures above baseline which began 3 weeks ago. The doctor performed a system diagnostic test and results were high lead impedance, greater than 9569 ohms, current delivered 0 ma. Last acceptable diagnostic testing was (B)(6) 2011 - 2194 ohms. The patient did fall and her seizures are causing her arms to flare. The patient was sent for c-spine and chest x-rays. Their vns device was disabled. Review of the x-rays dated (B)(6) 2012 revealed the following: the generator could be seen in the left chest. The lead was intact at the lead pins. However, the lead pin insertion past the connector blocks was unable to be assessed due to the angle of the x-rays provided. The filter feedthrough wires were intact. There was a portion of the lead behind the generator that could not be assessed. Strain relief was present and appeared to be placed per labeling, except for the one tie-down that was superior to the electrodes. There were no acute angles seen in the visible portions of the lead body. However, there was a gross discontinuity present in portion of the lead after the strain relief bend. Based on the x-ray images provided, the cause of the high impedance is attributed to the lead discontinuity. The patient went for full revision surgery. Pre-op interrogation on their m105 (sn (B)(4)) confirmed the output and magnet currents were both set to 0.0 ma. Pre-op system diagnostic test on the old 105 indicated ok/ok/6180/no. The patient was repositioned with the head turned to the right and a second system diagnostic test indicated ok/ok/6805/no. X-rays showed a clear lead break. Based on this information revision surgery was performed. All three helical coils from the 302 lead were dissected from the nerve and the new 304 lead was placed proximal to the location of the old coils. Good faith attempts are being made for the explanted product return for analysis.

Event description:
Good faith attempts have been made for product return and thus far their explanted product has not been returned.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.review of x-rays by the manufacturer revealed a gross lead discontinuity.device failure occurred, but did not cause or contribute to a death or serious injury.